Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had exhibited early battery depletion. Approximately one month ago the device was at middle of life 1 (mol1) with 2.69v and 16.1 seconds in charge time. Now the device is at elective replacement indicator (eri) with 2.66v and 18.1 seconds charge time. A technical service consultant reviewed the device's specifications. The device is programmed to trigger eri when charge time exceeds 18 seconds. The caller no longer had a concern regarding the declaration of eri. New information received indicates that the device was explanted. Upon receipt at guidant corporation the device exhibited intermittant telemetry.